Manufacturer narrative:
Follow-up received on 19-may-2016: despite follow-up attempts, no response was received to date. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 3 days later she had a surgery which found that the coil pierced through her tubes and into her uterus. The tube was cauterized. Five months later, she was submitted to a partial hysterectomy. She also mentioned another surgery, months later, due to scar tissue; her uterine tube was covered in scar tissue and the coils were still found in her tubes where it was lodged in her tube. Additionally, there was coil fragments there (regarded as device breakage). These events are listed according to essure's reference safety information and technical analysis (device breakage), except for scar tissue which is unlisted . Uterine/fallopian perforation and device breakage with essure may occur, most often during insertion. In this particular case, given the close temporal relationship between events and essure procedure and considering their nature; causality with the suspect insert cannot be excluded. The same assessment is given for the reported scar tissue in fallopian tubes, since it cannot be excluded that this event occurred as a consequence of the reported fallopian tube perforation. This case was regarded as incident, due to the reported surgical interventions. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information could not be obtained, despite follow-up attempts.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5059157) in united states on (B)(6)-2016. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2012. The consumer had the essure implanted in her and immediately felt excruciating pain when she woke up, and 3 days later after an ultrasound that came back with no findings, she had to have a procedure which found that the coil pierced through her tubes and into her uterus causing her to swell and bleed internally. Then a few months later it resulted in a partial hysterectomy due to too much damage and constant bleeding. She ended up missing over 7 months of work if not more and had to continuously have surgery to remove all the scar tissue including exactly 1 year later, the coils were still found in her tubes where it was lodged in her tube and not able to be seen on an ultrasound. She was in constant pain and had her uterine tube covered in scar tissue that was not able to be removed otherwise it will cause further damage. The seriousness criteria hospitalization, life-threatening and disability were mentioned the section event outcome but it was not specified and/or assigned to one of the events in the narrative. Essure explant date was provided as (B)(6)-2012. Concomitant drugs included norco, fioricet and mobic. Follow-up information received on 24-feb-2016: the consumer provided her birth date, she was (B)(6)-year-old. She reported she had 3 surgeries. On (B)(6)-2012, 3 days after essure insertion, she had and emergency surgery in the hospital after having ultrasound in the office. She was told that a coil had pierced the fallopian tube and she had the left tube cauterized. She stated that was the first surgery related to essure. In (B)(6)-2013 the consumer had a partial hysterectomy. She went to a new doctor who said that the essure coil was still intact in the tubes and they were never removed and coil fragments were there. She had another surgery on (B)(6)-2013. Follow-up received on 29-mar-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 3 days later she had a surgery which found that the coil pierced through her tubes and into her uterus. The tube was cauterized. Five months later, she was submitted to a partial hysterectomy. She also mentioned another surgery, months later, due to scar tissue; her uterine tube was covered in scar tissue and the coils were still found in her tubes where it was lodged in her tube. Additionally, there was coil fragments there (regarded as device breakage). These events are listed according to essure's reference safety information and technical analysis (device breakage), except for scar tissue which is unlisted . Uterine/fallopian perforation and device breakage with essure may occur, most often during insertion. In this particular case, given the close temporal relationship between events and essure procedure and considering their nature; causality with the suspect insert cannot be excluded. The same assessment is given for the reported scar tissue in fallopian tubes, since it cannot be excluded that this event occurred as a consequence of the reported fallopian tube perforation. This case was regarded as incident, due to the reported surgical interventions. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5059157) on (B)(6) 2016. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the coil pierced through her tubes and into her uterus/perforation (fallopian tube(s)),"), uterine perforation ("the coil pierced through her tubes and into her uterus/perforation (uterus)"), device expulsion ("the coil pierced through her tubes and into her uterus/perforation (uterus)"), fallopian tube disorder ("scar tissue, uterine tube covered in scar tissue"), embedded device ("coils were still found in tubes where it was lodged in tube"), device breakage ("coil fragments were there") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test. Concomitant products included axotal (fioricet), meloxicam (mobic) and vicodin (norco). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, disability, life threatening and intervention required) with uterine haemorrhage, procedural pain and abdominal distension, uterine perforation (seriousness criteria hospitalization, disability, life threatening and intervention required) with pelvic pain and device expulsion (seriousness criteria hospitalization, disability, life threatening and intervention required). In november 2012, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: uti/yeast infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/yeast infection"), migraine ("migraines/headaches,"), headache ("migraines/headaches,"), pain ("bodyaches") and uterine pain ("uterine pain"). In december 2012, the patient experienced weight decreased ("weight loss"). In september 2013, the patient experienced tooth disorder ("dental problems"). In november 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube disorder (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), procedural pain ("long and painful post-operative recovery"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), dyspareunia ("dyspareunia (painful sexual intercourse),"), endometriosis ("endometriosis worsened") and swelling ("severe swelling"). The patient was treated with surgery (b/l salpingectomy/tubal ligation total hysterectomy (uterus and cervix removed))). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, fallopian tube disorder, embedded device, device breakage, genital haemorrhage, procedural pain, menorrhagia, vaginal haemorrhage, fungal infection, urinary tract infection, fibromyalgia, dyspareunia, migraine, headache, tooth disorder, pain, uterine pain, endometriosis, swelling and weight decreased outcome was unknown. The reporter considered device breakage, device expulsion, dyspareunia, embedded device, endometriosis, fallopian tube disorder, fallopian tube perforation, fibromyalgia, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pain, procedural pain, swelling, tooth disorder, urinary tract infection, uterine pain, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she claimed that essure worsened a previously existing injury/condition. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical records received: aka names added. Event added as patient did not undergo an essure confirmation test, abnormal bleeding (general), hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti/yeast infection, autoimmune disorder type of disorder: fibromyalgia, migraines / headaches, dental problems, dyspareunia (painful sexual intercourse), pain, perforation (fallopian tube(s)), perforation (uterus), weight gain / loss specify which one: weight loss, other injury(ies) or complication (s) please describe: endometriosis, severe swelling. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the coil pierced through her tubes and into her uterus/perforation (fallopian tube(s))/perforation (fallopian tube(s)),"), uterine perforation ("the coil pierced through her tubes and into her uterus/perforation (uterus)/perforation (uterus)"), device expulsion ("the coil pierced through her tubes and into her uterus/perforation (uterus)"), fallopian tube disorder ("scar tissue, uterine tube covered in scar tissue"), embedded device ("coils were still found in tubes where it was lodged in tube"), device breakage ("coil fragments were there") and genital haemorrhage ("abnormal bleeding (general)/abnormal bleeding (general)internal") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included endometriosis (not recovered prior to essure). Concomitant products included axotal (fioricet), meloxicam (mobic) and vicodin (norco). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, disability, life threatening and intervention required) with uterine haemorrhage, procedural pain and abdominal distension, uterine perforation (seriousness criteria hospitalization, disability, life threatening and intervention required) with abdominal pain and pelvic pain and device expulsion (seriousness criteria hospitalization, disability, life threatening and intervention required). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/yeast infection"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: uti/yeast infection"), migraine ("migraines/headaches,"), headache ("migraines/headaches,"), pain ("body aches/body aches") and uterine pain ("uterine pain"). In (B)(6) 2012, the patient experienced weight decreased ("weight loss"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and swelling ("severe swelling/other injury or complications describe: severe swelling"). In 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia/autoimmune disorder type of disorder: fibromyalgia") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube disorder (seriousness criteria medically significant and intervention required), procedural pain ("long and painful post-operative recovery") and endometriosis ("endometriosis worsened"). The patient was treated with oral contraceptive nos and surgery (b/l salpingectomy/tubal ligation total hysterectomy (uterus and cervix removed))). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, fallopian tube disorder, embedded device, device breakage, genital haemorrhage, procedural pain, menorrhagia, vaginal haemorrhage, urinary tract infection, fungal infection, fibromyalgia, dyspareunia, migraine, headache, tooth disorder, pain, uterine pain, endometriosis, swelling and weight decreased outcome was unknown. The reporter considered device breakage, device expulsion, dyspareunia, embedded device, endometriosis, fallopian tube disorder, fallopian tube perforation, fibromyalgia, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pain, procedural pain, swelling, tooth disorder, urinary tract infection, uterine pain, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she claimed that essure worsened a previously existing injury/condition. Device essure failed; bilateral tubal occlusion" . Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : uterine perforation, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up information received on 03-nov-2016 from legal claim: this case is in litigation. On (B)(6) 2012, the plaintiff underwent the essure procedure. After the implant, she began suffering from severe abdominal pain, severe swelling, heavy bleeding, and internal bleeding. On (B)(6) 2012, the plaintiff sought medical attention for her severe pain. On (B)(6) 2012, she underwent an emergency removal surgery of the essure device and a tubal ligation. On (B)(6) 2013, she underwent a total hysterectomy. Following the essure device removal surgery and total hysterectomy, the plaintiff suffered a long and painful post-operative recovery. The physical pain and emotional anguish that she suffered as a result of these coils is a direct and proximate result of the defendants' failure to disseminate accurate information regarding the safety profile of their product. Company causality comment: this non-medically confirmed, spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 3 days later she had a surgery which found that the coil pierced through her tubes and into her uterus. The tube was cauterized. Five months later, she was submitted to a partial hysterectomy. She also mentioned another surgery, months later, due to scar tissue; her uterine tube was covered in scar tissue and the coils were still found in her tubes where it was lodged in her tube. Additionally, there was coil fragments there (regarded as device breakage). These events are anticipated according to essure's reference safety information and technical analysis (device breakage), except for scar tissue which is unlisted. Uterine/fallopian perforation and device breakage with essure may occur, most often during insertion. In this particular case, given the close temporal relationship between events and essure procedure and considering their nature; causality with the suspect insert cannot be excluded. The same assessment is given for the reported scar tissue in fallopian tubes, since it cannot be excluded that this event occurred as a consequence of the reported fallopian tube perforation. This case was regarded as incident, due to the reported surgical interventions. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.